Event description:
Account alleged that the bed exit did not alarm when the pt had gotten out of bed.

Manufacturer narrative:
Account evaluated the bed and found that the bed functioned properly and could not duplicate the problem. Account replaced the tape switches to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.